Event description:
County of complaint: (B)(6). Complaint states: knot security is decayed.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Mfg site eval: samples received: 32 unopened pouches. There are no previous complaints of this code/batch. There are units in OEM stock. Tested the knot security control of the samples received and the results are into the current range for this thread and size. Tested the knot pull tensile strength of the samples received and the results fulfill the requirements of the OEM. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.